Event description:
Reportedly, upon interrogation, the battery curve was not correctly displayed: it looked like the ICD had been implanted 2 years ago instead of 10 years ago. Since the recommended replacement time (rrt) is almost reached, the physician would like to know how much battery is left.